Event description:
A pt was found to have broken hardware after reviewing the x-rays during a post operative visit. According to the report, a screws was found to be broken at the c7 level a few months after the initial surgery. It was started that the x-ray appeared to show that the anterior graph was collapsed which put undue pressure on the screw. The revision surgery has been planned but the dates are unk.